Manufacturer narrative:
Per the clinic, it was reported that the patient was treated with antibiotics (date and type not reported). This report is filed on march 03, 2017. (B)(4).

Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4).

Event description:
Per the clinic the patient developed methicillin-resistant staphylococcus aureus at the implant site. Clinical management of the patient is ongoing. The implanted device remains.